Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; however, there was no reported device malfunction. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, stenosis is listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient had a 3.0 x 08 mm promus stent implanted in the proximal right coronary artery (rca) on an unspecified date. Repeat angiography was performed on (B)(6) 2011 and a revascularization of the target lesion was performed on (B)(6) 2011. No additional information was provided.